Event description:
It was reported during device check, high out of range pacing lead impedance was observed. Patient presented for an atrial lead revision, and pli were within range when measured through pacing system analyzer. Device was cleaned inside and lead was reconnected. Impedance was still out of range. Device was explanted and replaced. Patient condition was well after event.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory via review of the device image. Initial bench testing noted intermittent pacing lead impedance. Further bench testing noted no anomalies. The cause of the reported high pacing lead impedance could not be determined because the anomaly was lost during analysis.